Manufacturer narrative:
(B)(4). Product has not been returned. Product not returned to manufacturer.

Event description:
It was reported that patient presented in office with restoration in hand. Doctor managed to get the screw out of implant and out of abutment. No patient injury. The abutment will be reused. Tooth location #19.

Manufacturer narrative:
One gold-tite square uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn from use. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite square uniscrews, it is recommended to torque between 32-35 ncm. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.